Manufacturer narrative:
The product has been received and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while transporting and attempting to monitor a male pt (age unk), the device's display flickered and went blank. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.